Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with essure removal on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tricyclen. Concomitant products included escitalopram oxalate (lexapro), etonogestrel (nexplanon) and prednisone. On (B)(6)2012, the patient had essure inserted. In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). In (B)(6), the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6), the patient experienced alopecia ("hair loss"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and alopecia was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: the specimen is labeled "bilateral fallopian tube segments and metal coils" and consists of two tan and red vermiform tubes, with attached spring apparatus. There is no designation as right or left tube. The shorter tube measures 5.5 x 0.9 in greatest dimension. The longer tube measures 6.5 x 0.9cm in greatest dimension. The attached spring apparatus on each measures 1.8cm. Representative sections are submitted in blocks "a" and "b". Sections submitted. Stock saved.. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received : event: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, hair loss were added. Event migraine , hair loss, abnormal bleeding, pain outcome were updated. Concomitant drugs, lab data, historical drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ortho tricyclen. Concomitant products included escitalopram oxalate (lexapro), etonogestrel (nexplanon) and prednisone. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and alopecia was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: the specimen is labeled "bilateral fallopian tube segments and metal coils" and consists of two tan and red vermiform tubes, with attached spring apparatus. There is no designation as right or left tube. The shorter tube measures 5.5 x 0.9 in greatest dimension. The longer tube measures 6.5 x 0.9cm in greatest dimension. The attached spring apparatus on each measures 1.8cm. Representative sections are submitted in blocks "a" and "b". Sections submitted. Stock saved. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2019: plaintiff fact sheet received. Reporter information updated. Event: the patient did not undergo essure confirmation test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tricyclen. Concomitant products included escitalopram oxalate (lexapro), etonogestrel (nexplanon) and prednisone. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and alopecia was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: the specimen is labeled "bilateral fallopian tube segments and metal coils" and consists of two tan and red vermiform tubes, with attached spring apparatus. There is no designation as right or left tube. The shorter tube measures 5.5 x 0.9 in greatest dimension. The longer tube measures 6.5 x 0.9cm in greatest dimension. The attached spring apparatus on each measures 1.8cm. Representative sections are submitted in blocks "a" and "b". Sections submitted. Stock saved. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.